Manufacturer narrative:
The reported events were failure to capture, dislodgement, and under-sensing. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and under-sensing were not confirmed. Visual inspection of the lead found helix was partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical tests did not find discontinuities but found shorts between the conductors due to the damaged inner insulation consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-24504. It was reported during in clinic follow up that the atrial and right ventricular leads were examined using surface electrocardiography. The leads were found to be exhibited under-sensing, loss of capture, and dislodgment. The leads were explanted and successfully replaced. Patient condition post operation was unknown.